Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pc6621 batch number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an endoscopic stomach surgery on (B)(6) 2020 and suture was used. The suture pulled off the needle when used in the surgery. Changed to another device to complete the surgery. There was no report on patient's injury. No additional information could be provided.